Event description:
It was reported that the pump delivered less insulin than requested for a bolus. The customer experienced an elevated blood glucose (bg) level displayed as "high"; however, specific value was not provided. Customer administered a correction bolus and changed supplies to address high bg. A replacement pump was sent to the customer.